Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: inferior vena cava (ivc) filter placement was indicated for pulmonary embolism prophylaxis. The right common femoral vein was accessed percutaneously and an inferior venacavogram performed demonstrated a patent ivc. The filter was then deployed in the infrarenal ivc uneventfully. Hemostasis was achieved and there were no immediate complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that the filter allegedly was tilted and embedded in the caval wall with perforating limbs. There were no attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: inferior vena cava (ivc) filter placement was indicated for pulmonary embolism prophylaxis. The right common femoral vein was accessed percutaneously and an inferior venacavogram performed demonstrated a patent ivc. The filter was then deployed in the infrarenal ivc uneventfully. Hemostasis was achieved and there were no immediate complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/pulmonary embolism that the filter allegedly was tilted and embedded in the caval wall with perforating limbs. There were no attempts made to retrieve the filter. There was no reported patient injury.